Event description:
It was reported that a pump malfunction occurred, and the caller attempted to reset it without success before contacting technical support. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged to replace the malfunctioning pump, instructing the caller to use an alternate insulin delivery method and return the defective pump within 10 days. The caller understood and acknowledged all instructions provided.